Manufacturer narrative:
Based on the report of the hosp, the cannula seems to have separated from the neck flange, obstructed the airway and had to be removed in the operating room immediately. Afterwards, the pt's condition returned to base line. The hosp report states "device usage problem: device malfunction - that is the device did not do what it was supposed to do". We learned from the hospital that the attending physician, dr. Stated that they had been using this style of tracheostomy tubes for the last several months. She opened 4 or 5 of similar tubes that were on the table next to the child and found them all fine; so she felt is was an abnormality. Summary: for the time being, we have no definitive explanation as to the separation of cannula and flange. We have requested that the defective tube be returned to our mfg facility to make a further assessment. On return of the tube, we will do an eval to consider if this is an isolated incident or may require remedial action.